Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced positioning/placement difficulty while attempting to implant an right ventricular (rv) lead, subsequently the patient's heart rate and blood pressure dropped. It was reported that the lead had perforated the myocardium resulting in cardiac tamponade. The patient became unresponsive and was without a pulse, resuscitation was attempted. The lead was explanted. The patient is deceased.